Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument would not fire. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.